Event description:
International customer reported that the needle broke during an episiotomy repair. The patient was transferred to the or for surgical excision of a retained needle fragment.

Manufacturer narrative:
Date sent to the FDA: 06/17/2008. Result: representative samples of the reported lot were visually examined when tested for needle strength and ductility. No visual non-conformances were identified. The results met requirements. Conclusion: no failure detected and the product met strength and ductility requirements. A review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria.